Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes displayed) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete essential performance testing due to monitor the monitor resetting. The monitor's electrode belt connector was broken free from the monitor enclosure, causing an intermittent connection and monitor resets. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed service codes.